Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01840.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit, penumbra system 3max reperfusion catheter (3maxc), and a penumbra system ace 68 kit. During the procedure, while attempting to advance a penumbra system jet7 reperfusion catheter (jet7) and a 3maxc over a guidewire and through a neuron max 6f 088 long sheath (neuron max), the hospital staff experienced difficulty advancing the 3maxc through the jet7; therefore, the jet7 and 3maxc were removed together. After removal, the jet7 was discovered to be kinked. The physician then opened another 3maxc and penumbra system ace 68 reperfusion catheter (ace68). The ace68 was noticed to be kinked upon removal from its packaging. The damage to the ace68 was found prior to use, and therefore, the ace68 was not used in the procedure. The procedure was completed using another ace68, the second 3maxc, guidewire, and same neuron max. There was no report of an adverse effect to the patient.